Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator stopped ventilating during patient care for about four minutes and then restarted. There was no patient injury reported.

Event description:
It was reported that the ventilator stopped ventilating during patient care for about four minutes and then restarted. There was no patient injury reported.

Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was provided for detailed analysis. The log file showed that the ventilation unit performed a single restart while the device was starting up. However, no device malfunction was logged during the event and there is no indication of the root cause of the event. As no further restart occurred, the temporary deviation was solved by the restart. In addition, the cf card and pcb m16 were replaced as a precaution. As a safety feature of the system, the device analyses and verifies proper function of the device. If it detects an internal deviation concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.